Event description:
It was reported that an occlusion alarm occurred. During troubleshooting with tandem technical support, the customer loaded a new cartridge and resumed insulin therapy. Customer¿s blood glucose (bg) was displayed "high"; although specific value was not provided. Customer did nothing to address the elevated bg at the time of the call but successfully resumed insulin therapy.